Manufacturer narrative:
D10 concomitant products: scba, battery scba (lot#unknown); scgaa, reusable generator a scgaa (lot#unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the disposable device revealed that the dissector had a fractured waveguide. The tip was not returned. It was reported that the device did not activate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device did not activate. No part of the dissector broke, and no piece fell into the patient¿s cavity. The procedure was completed by opening a new dissector. There was no patient injury. Medtronic's initial evaluation of the incident device found to have a fractured waveguide. The tip was not returned.